Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw fell out from inner part of the mics. Where the attachment go into during blade changed. Saw attachment are switched away surgical incision. Screw was found on or floor and mics was switched out for a new mics power to complete the case. Mics/screw was sent down to sterile processing for cleaning and sterile cannot find the screws. Pictures were taken of the screw and mics. Update: patient was under anesthesia, case type: tka, surgical delay: 15 minutes, per response: no debris/components left inside patient.

Event description:
Screw fell out from inner part of the mics. Where the attachment go into during blade changed.saw attachment are switched away surgical incision. Screw was found on or floor and mics was switched out for a new mics power to complete the case. Mics/screw was sent down to sterile processing for cleaning and sterile cannot find the screws. Pictures were taken of the screw and mics. Update: patient was under anesthesia. Case type: tka. Surgical delay: =15 minutes. Per response: no debris/components left inside patient.

Manufacturer narrative:
It was reported that mics has a missing component inside the collor. Product inspection: visual inspection:- mics-(B)(4). Sn#(B)(6). RMA#(B)(4). Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual sticky trigger. Disposition: rtv; inspected by: (B)(6). Dimensional inspection:- not performed. Functional inspection:- not performed. Device history review: device history records indicate (B)(4) devices were manufactured under lot k0a8h and (B)(4) were accepted into final stock on 9/29/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020917 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure was not confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.